Manufacturer narrative:
The customer collects tsh samples in serum tubes without a gel separator and centrifuges samples at 3,000 rpm for 5-10 minutes. Per customer, qc was within the customer's established ranges prior to and on the day of the event. A system check performed on 05/26/2009 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse cleaned, checked, and verified several hardware components. The fse adjusted pipettor alignments, sweep frequency and high voltage. The fse replaced the pipettor tip. The fse conducted a diagnostic testing with good results. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneous thyroid-stimulating hormone (tsh) result in the normal reference range for one patient. Subsequent testing produced results below the normal reference range which better matched the patient's clinical picture. The patient had previous tsh results of 0.19 and 0.08uiu/ml. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.